Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported that when monitoring the heart rate, the heart rate number disappears from the screen and the audio alarms cut out. The biomed stated the ultra-sound transducer is cutting out, loosing the sound and heart rate, no matter what transducer is used. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The rse had the customer send the unit into philips bench repair for further evaluation. Once received by bench repair, the bench repair technician (brt) replaced socket ob-care and bus master board to resolve the issue. Once the faulty parts were replaced, the unit passed all performance verification testing (pvt) and the unit was returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the socket ob-care and bus master board. After the socket ob-care and bus master board were replaced, the unit returned to specification. No further investigation or action is warranted at this time.